Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were performed. The turns to retract are greater than specification due to the bent helix. This is not considered lead failure. All other testing results, including electrical testing, were within specified parameters.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant, the lead was subjected to a very tight and tortuous passage through the subclavian passage. The helix failed to extend after 40 turns of the fixation mechanism. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.